Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side deflation. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis was performed which identified broken shell, total delamination of diaphragm valve and white particles in inner surface. Unable to perform leak test due to broken device. Microanalysis identified broken on anterior with striated edge consistent with the used of a surgical tool like scalpels, surgical scissors or a surgical needle assessed as surgical damage and total delamination of diaphragm valve assessed as adhesive failure. Additional visual analysis identified missing shell assessed as inconclusive. Based on the device analysis the final assessment is: broken shell due to surgical damage. Missing shell assessed as inconclusive. Delamination of diaphragm valve assessed as adhesive failure.

Event description:
The device has been explanted.